Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer experienced multiple occurrences of the same malfunction and was provided with a replacement pump by technical support. The customer was instructed to put the defective pump into storage mode and return it using a pre-paid label.